Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Emergency services were called and the customer was taken to the emergency room. Subsequently, the customer was admitted to the intensive care unit (ICU) due to an elevated blood glucose level of 583 mg/dl and life-threatening high ketones. The customer was treated with insulin while in the ICU and was released from the ICU on (B)(6) 2023 with no permanent damage. The cause for the reported issue was due to a cartridge alarm occurring with multiple cartridges. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.